Event description:
A customer reported his meter did not turn on when the button was pressed, and when a test strip was inserted into the port. Additionally, the customer reported he felt disoriented and the paramedics were called and transported him to a hospital where he was treated with an unknown intravenous medication. The customer did not reportedly know his medical diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported attempting to use incompatible test strips with the meter. Adc customer service educated the customer about test strip compatibility, and replaced the product. No investigation is necessary. This is the final report.